Event description:
Rectal catheter from urodynamic study removed from rectum. Polyurethane balloon was no longer attached to the catheter. No attempt was made to remove the balloon due to pt anatomy at the time of the test. The balloon was passed rectally by the pt in a bowel movement. There was no adverse effect to the pt. Event was reported to the MFR by phone and letter 12/18/2002.